Event description:
It was reported that there was a delay in getting morphine from the medstation to be administered to a patient who was under comfort care. Per report, the delay was due to the device not having the needed medication and the facility's pharmacy was not alerted to refill the pocket when it reached the minimum count. It was reported that the patient passed but the device issue did not cause or contribute to the death. Although additional information was requested, the customer did not respond.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not alerting to medication refill. The customer had reported that there was a delay in getting medication to the patient. The technical support specialist had performed maintenance and the case was closed, and no additional information was provided by the technical support specialist or by the customer regarding the issue.